Manufacturer narrative:
It was reported that the distal tip of the fiber broke inside a patient's kidney. The fragment was retrieved, and no harm to the patient was reported. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was scrapped by the healthcare provider and is unavailable for evaluation. Past complaints were reviewed, and there is no identifiable trend in complaints related to thulio fibers breaking. The risk related to a fiber break is identified as medium. The root cause cannot be fully determined without evaluating the fiber.

Event description:
Dmta received a report that the distal tip of the fiber broke inside a patient's kidney during a procedure. The fragment was retrieved, and no harm to the patient was reported.